Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) is k082590. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ping meter powers off during use. A medical surveillance specialist (mss) spoke to the patient and obtained the following information: the patient mentioned that on (B)(6) 2011, earlier in the day she was able to obtain a blood glucose reading on her meter. She does not recall the reading. Just prior to dinner, she developed symptoms of a headache, feeling thirsty, shaky and weak. She ate a snack and felt better and then attempted to test 15 minutes later on her meter and the meter powered off during use. She then attempted to test on her non-lfs meter and obtained a result; however, does not recall the reading. The patient did not seek any further medical attention or contact her physician for assistance. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms prior to testing and was already in injury prior to even using the meter. The patient's symptoms correlated with her self-treatment. The complaint is being reported since the alleged issue was not resolved over the phone.